Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer's blood glucose (bg) was 450 mg/dl and insulin injections were administered to address bg. Customer alleged pump was not delivering insulin. Pump system check was performed with tandem technical support and pump was found to be functioning properly. Customer maintained pump was the cause of elevated bg. Customer continued to use pump for insulin therapy.